Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED pads were expired. The AED would have detected the pads were expired and alerted the user. The AED would continue to chirp and flash until the battery pack becomes completely depleted or the user addresses the warning. The cause of the AED not powering on was related to a failure of the customer to maintain the AED and battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.